Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no delivery alarms were noted. The device was received with intermittent buttons due to flattened esc and express button dome switched and corroded keypad traces. No button error alarms noted. The device was received with cracked case at display window corners, cracked belt clip slot, and minor scratched lcd window.

Event description:
Customer reported issues with the insulin pump. Customer states that there is a no delivery and button error alarm. The blood glucose reading is unknown. Nothing further reported.